Manufacturer narrative:
Concomitant medical products: product ID: 97715, serial# (B)(4), implanted: (B)(6) 2019, product type: implantable neurostimulator; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 97715, serial/lot #: (B)(4), ubd: 14-oct-2019, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 13-feb-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported patient said her implant was replaced due to lead that burned out. They gave her the whole new system, they replaced both leads and the battery pack. Her old battery pack was dying after 6 to 7 hours and she had to charge often. They had been going in meeting with rep and adjusting the stimulation. It was noted lead burned out and rep aware that battery pack was dying after 6 to 7 hours. . No further complication and no symptoms were reported. Refer to (B)(4) for screen 89.